Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: implant compatibility was confirmed via the nexgen knee profiler. Neither x-rays or operative notes were provided. As such, surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Relevant pt characteristics such as age, build, weight, height, and activity level were also not provided. Based on the available info, a cause for the reported revision cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not specified that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that pt experienced pain after left knee arthroplasty and was revised.